Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: hematoma. It was reported that a nurse trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when attempting to deploy the device, it "did not feel right" but was deployed anyway. The device was difficult to remove and the access ports were used unsuccessfully. Counter traction and assertive pull were used to remove the device from the pt anatomy. When the device was being removed, the pt developed a large hematoma greater than 6cms. Manual pressure performed by 2 persons to resolve the hematoma and achieve hemostasis. There were no other adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.